Event description:
It was reported that the patient presented in the clinic for follow-up. Upon interrogation, the right ventricle lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2022. There were no patient consequences.